Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device was unable to confirm the reported allegation of fiber tip break. The glass cap exhibits severe devitrification at output window. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The metal cap exhibits severe charred detritus adhesion on surface, indication of tissue contact. The glass cap was observed to be able to rotate independently of the metal cap, as well as able to protrude further from the end of the metal cap than is expected, indication of glue failure. The fiber was functionally tested with hene (helium neon) laser fixture. The aim beam was observed at the output window and no signs of breakage along length of fiber were observed. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Based on the observed glass and metal cap misalignment due to glue failure, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The glue failure likely occurred due to the high temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted glue failure. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate the fiber tip broke after 68,000j and 6:42min of use. A second fiber was used to complete the procedure without clinical consequences to the patient.

Event description:
It was reported that during a photo selective vaporization procedure of the prostate the fiber broke. A second fiber was used to complete the procedure without clinical consequences to the patient.

Manufacturer narrative:
Describe event or problem - updated the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The product has not been returned; therefore, no physical or visual analysis of the product could be performed. The subject device was not received for investigation; therefore, a conclusion code of cause not established was assigned to this event.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate the fiber tip broke after 68,000j and 6:42min of use. A second fiber was used to complete the procedure without clinical consequences to the patient.